Event description:
It was reported that the physician suspected a battery anomaly. A faster than normal battery depletion was suspected. The battery longevity on 13 dec 2023 was 2.3 yrs. The longevity had consistently decreased monthly and on (B)(6) 2024 a longevity of 6 months was observed. The pacemaker was explanted and replaced. During the procedure, a header anomaly was observed whereby an is-1 lead could not be removed from the header. The header was destroyed in order to release the leads. The patient was stable.

Manufacturer narrative:
Correction: aware date should have been 29 aug 2024, instead of 2 sep 2024.

Manufacturer narrative:
Correction: patient information and b5 for leads still being in use and d6b ((B)(6) 2024) should not have a value as the lead is in use and was not explanted.

Event description:
It was reported that the physician suspected a battery anomaly. A faster than normal battery depletion was suspected. The battery longevity on (B)(6) 2023 was 2.3 yrs. The longevity had consistently decreased monthly and on (B)(6) 2024 a longevity of 6 months was observed. The pacemaker was explanted and replaced. During the procedure, a header anomaly was observed whereby an is-1 lead could not be removed from the header. The header was destroyed in order to release the leads, and the leads are still in use. The patient was stable.